Event description:
The procedure was a right external iliac stent, via left common femoral access. While deploying the everflex stent, the stent delivery catheter hung up in the sheath, not allowing the physician to complete the delivery of the stent. Since there was no way to recover the stent, the stent was torn, leaving part of the distal stent in the patient. After the delivery catheter was removed a 6 x 150 stent was deployed to tack up the stent left behind.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: the sds was returned with the proximal end of the stent trapped in the outer sheath and the distal end torn. Approximate 125mm of the stent was recovered.the deployment paddles were in a partial deployed profile with the distance between the paddles being approximate 40mm. There was a kink in the catheter approximate 10cm distal from the strain relief. The deployment paddles were engaged with force to a deploy profile resulting in the strain relief bond to be broken. The stent remained trapped in the outer sheath. The outer sheath was grasped about 10cm proximal to its distal end and a gentle pull force was applied to the distal tip resulting in the stent to be freed from the outer sheath, a balled up ribbon of ptfe material and sanguine material were noted to be trailing from the hoop of the stent that was freed from the outer sheath. Approximate 180mm of the outer sheath was slit up using scissors and a razor knife for examination, ptfe ribbon segments were noted to be starting approximate 97mm proximal to the distal end of the outer sheath. The center lumen at the retainer exhibited a furrow that ran distal from the retainer.